Event description:
Pt called lfs alleging that the one touch basic enhanced meter would not power on. Medical affairs specialist spoke with pt in sept 2003 to obtain add'l info. Pt had been unable to test for approx 1 month due to the power issue. Pt indicated that the meter would power on and then turn off before the test was complete. Pt attempted to replace the battery 3 to 4 times; however, the issue persisted. Pt never realized that the battery contacts had been bent. Pt had to guess on how much insulin to take based on the symptoms. Pt eventually started feeling dizzy, uncomfortable, and nauseous. Pt drove to the e.r. And was diagnosed with having fluids around the lungs. Pt had a blood glucose level of over "300mg/dl" at the e.r. No treatment was administered for the glucose. The customer service rep discovered that the battery contacts were bent. Pt's meter was replaced. Based on the info provided, the pt did suffer an adverse event.